Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a heat rash. The patient's skin was raw and burning . The patient applied a powder to the rash. The patient's physician recommended a lotion for the patient to use on the rash and the patient's pharmacist recommended a cream to use on the rash. Follow-up indicated that the condition of the rash was the same.